Manufacturer narrative:
Investigation is not complete.

Event description:
The customer contact reported while the device was not in use, it was removed from a wall support and the nurse noted the top of the pump was burned. No specific details were provided. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device external case on the top, front and rear enclosures were melted. The device was opened and there was no burning, melting, or charring found inside the device. The device passed all functional testing. The device only had external physical damage. The probable cause for the melted case was due to use of the device in the customer environment.

Event description:
The customer contact reported while the device was not in use, it was removed from a wall support and the nurse noted the top of the pump was burned. No specific details were provided. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.